Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The reported serial number is a g5 one for black screen case.

Event description:
The customer reported a black screen issue for this device. At this time, there is no report of patient involvement associated with the event.

Manufacturer narrative:
Technical support traced the issue to the epc component as the machine was successfully repaired by exchanging the main electronics.

Event description:
The customer reported a black screen issue for this device. The customer confirmed that there is no patient involvement with the reported event.